Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.